Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple intermittent cartridge alarms (cartridge alarm 19) during pumping. The customer installed new cartridges and resumed insulin delivery. There was no reported impact to the customer's blood glucose (bg) level. Additionally, it was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's bg level was 196 (mg/dl). During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. Reportedly, the customer has manual injections available as alternate insulin therapy.